Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 1. Report source. This report is associated with MFR report number: 3005168196-2017-01615.

Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly was fractured approximately 186.0 cm from the proximal end. The embolization was detached from its pusher assembly. Conclusions: evaluation of the returned device revealed that the pet lock was broken, the embolization coil was detached from its pusher assembly, and the pusher assembly was fractured. The complaint indicated that the smart coil was removed from the procedure successfully with no mention of pusher damage or detachment. Therefore, the broken pet lock, the fractured pusher assembly, and the detached embolization coil were likely incidental to the complaint, and likely occurred after successful removal of the smart coil from the procedure. In addition, the non-penumbra microcatheter had hard contrast inside the hub and was kinked on the proximal end of the catheter shaft. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01615.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed multiple smart coils using a non-penumbra microcatheter. The physician then was unable to advance a smart coil through the microcatheter because the smart coil began taking shape within the hub; therefore, the physician removed the microcatheter with the coil inside. The physician then inserted a new non-penumbra microcatheter and attempted to advance another smart coil; however, the physician again was unable to advance a smart coil through the hub of the microcatheter. The smart coil was therefore removed, and the procedure was then completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.